Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes the original physician considered replacing the right ventricular lead on the left but the patient had dextrocardia and was referred to a different physician. The system on the left was made inactive, the problematic right ventricular lead was capped (B)(6) 2019 and entire new system implanted on the right . There were no issues with the device or atrial lead. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that intermittent capture, increased capture thresholds and increased impedance was observed on the right ventricular lead. The patient was stable.